Manufacturer narrative:
Medtronic received the following information from a journal article entitled; (endo)anchors aweigh chaudhuri a dey r european journal of vascular endovascular surgery coup d¿oeil (2022) 63, (1) pp 42 https://doi.org/10.1016/j.ejvs.2021.10.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent a endovascular repair of a abdominal aortic aneurysm where 4 endoanchors were implanted on an unknown date. Six year later, a abdominal x- ray performed indicated that 1 endoanchor had dislodged , travelling down the right iliac limb. A CT scan revealed it to be in the gluteal artery. The patient was asymptomatic , thus no intervention was deemed necessary. It was reported, it is likely that this event resulted from inadequate aortic wall penetration with continuing aortic neck dilatation and the shearing effect of aortic blood flow. No additional clinical sequelae were provided and the patient will be monitored.